Manufacturer narrative:
Sc-1232 sn (B)(4). The returned device was analyzed and the reported event was confirmed. Based on a review of all available information, the setscrew in port c was not present. The setscrew hole thread was intact. All other setscrews were present. It suggests that the setscrew was stuck on the hex wrench, pulled out of the port completely. This anomaly is considered to be a procedural incident rather than a manufacturing defect.

Event description:
It was reported that the physician was experiencing difficulty tightening the set screws for port c for the leads on the old ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the physician was experiencing difficulty tightening the set screws for port c for the leads on the old ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.